Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was inoperable it is unknown when the patient last had therapy. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.